Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
The surgeon reported that during a t2 ankle procedure, the tip of the fixed head reamer broke off and the tip remains in the patient's tibia. The surgeon was not using a vaulted guidewire when reaming.